Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to increasing thresholds. The lead was also part of an advisory. The lead was laser extracted and the hospital has possession of it. No adverse patient effects were reported.